Event description:
The customer reported that the system had poor image quality during a case. The system had to be removed and the procedure was completed with another system. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier and the power supply need to be replaced. The reported issue is currently under investigation.